Event description:
A (B)(6) rescue team was called to the patients home due to an issue not related to diabetes. The patient's blood glucose was tested with a breeze2 meter and the reading was "hi". The rescue team personnel was not familiar with the indication of the reading and gave the patient glucose. They were referencing only the meter's quick reference guide. They retested the individual and received an "e10" on the meter, not knowing the code indicated the result was greater than 83.2mmol/l. The patient was taken to the hospital and retested. The blood glucose reading was 56mmol/l. Further information was not provided. Product was not replaced.

Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws the product information was not provided. The manufacture date could not be determined without the product information.

Manufacturer narrative:
New and corrected information was received from the country agent. A follow up converstion with the initial reporter clarified that his initial call to bayer was an inquiry only. The initial report was mistakenly taken as a factual event when it was actually a hypothetical scenario.the patient was not given extra glucose and was not taken to the hospital because of being treated incorrectly for blood glucose.